Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 401mg/dl at the time of the incident. The customer reported that she attempted to insert some infusion sets and they were not sticking also bleed from a few of them. Customer stated site is not actively bleeding at time of the call. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.